Manufacturer narrative:
The customer¿s report that the needle-free connector (presumed to be male luer component) came apart was confirmed as received. Visual inspection observed that model 2420-0500¿s male luer spin collar was separated from the male luer component. Two lateral hairline cracks were also observed running parallel to the direction of the fluid flow starting at the base of the spin collar. Closer inspection confirmed stress marks surrounding the cracks. No tool marks were observed on the male luer or spin collar. The customer¿s experience was identified as a supplier issue due to a manufacturing error by supplier. Functional testing did not observed any further issues with the returned set. Pressure testing also found no anomalies with the returned set. At this time, this is considered an isolated event but supplier quality engineering (sqe) and supplier itw had been notified and made aware of this failure. They have issued a quality systems memo in trackwise. Manufacturing will continue to monitor this failure for any rising trends.

Event description:
It was reported that the needle-free connector came apart while priming. Although requested, no additional information was provided.